Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed filament voltage and precharge voltage error messages. These error messages will likely prevent the system from booting. There is no report of pt injury.